Manufacturer narrative:
All available information was investigated and the reported clip opening could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the clip opening. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip opening while establishing final arm angle it was reported this was a procedure to treat functional mitral regurgitation (mr) with a grade of 3 and tricuspid regurgitation (tr) with a grade of 5. An xt clip was inserted into the mitral valve and the leaflets were successfully grasped. However, while attempting to deploy the clip, it failed to establish final arm angle (efaa) and opened to roughly 30 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was successfully deployed, reducing mr to a grade of 1-2. The steerable guide catheter (sgc) was then pulled across the septum and an additional xt was inserted and deployed on the tricuspid valve. It was noted there were difficulties visualizing the clip. To further reduce tr, an additional xt was inserted. While positioning the clip, it was observed the previously implanted xt had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then deployed on the leaflet, reducing tr to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.